Event description:
I've been using fixodent from (B)(6) 1992, till now. I have been experiencing numbness and tingling in my extremities. Blood test taken recently showed high levels of both zinc, copper. As of to date I cannot afford to go see another doctor.